Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the unit and tried all basic troubleshooting, but problem remained. Therefore, fss replaced the programmed hard drive on the unit. Fss completed the field service checklist on the unit and booted up the machine. The system passed all functional test and it was found working fine and met abbott medical optics (amo) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the demo whitestar signature system was not booting up and that blank/blue screen occurred with it. There was no patient involvement reported and no patient treatments delayed or cancelled.